Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient; (B)(4).

Event description:
It was reported, the patient had an infection. The patient began a "PICC line" IV antibiotic treatment of the infection 5 days prior to report. The patient was admitted to the hospital. A culture was done and it was infected at the pocket. The physician was going to remove the implantable neurostimulator (ins) and replace the lead two days after report, leaving the new lead to attach to the new ins in a new pocket when the infection had cleared. Approximately three weeks later it was reported that the patient was doing "very well." The physician wanted the patient to complete the four weeks supply of antibiotic before re-implanting an ins.

Event description:
Additional information received reported that the patient had a replacement done in (B)(6) 2012 due to an infection from the prior implant. No further information was provided.